Event description:
It was reported that the user experienced a low glucose event while preparing dinner and treated it with oral glucose tablets, after which the pump displayed a blood glucose of 90 mg/dl and the user was advised they were within range to announce the meal. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after oral glucose. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no contributory behaviors such as exercise or recent correction dosing at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.